Event description:
The pt is reportedly experiencing slow progress with her internal device. In addition, it was reported that the pt hit her head at the site of implant. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.